Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation. The pump was in poor condition; the top case was chipped and cracked. The left and right plunger cases were also cracked. The investigator noted that there was no motor rate error in the history. The investigator also noted that they could not download the history because of a crc mismatch error during download. The product problem reported by the customer could not be verified after multiple flow and occlusion tests. The investigator replaced the following components as a preventative measure: damaged left and right plunger cases. Clutch half's left and right with leadscrew and spring . Damaged plunger cable. Lcd back light plug,

Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion® 3500 syringe pump. No adverse effects were reported.